Event description:
On (B)(6) 2026, a female patient underwent lower left extremity thrombectomy using stryker devices. The procedure was successful. After completion of the procedure, fluoroscopy showed presence of a radiopaque marker band from the atrix mt8. Attempts were unsuccessful at removing the marker band intravascularly and it was removed surgically.

Manufacturer narrative:
The suspect device is in transit to the manufacturer. Upon receipt of the device, a full evaluation will be completed. Manufacturer reference number (B)(4).